Event description:
Event description guidant received information that this implantable coronary sinus lead was repositioned shortly after implant, as it had dislodged from the desired cardiac anatomy.